Event description:
It was reported that there was an unknown malfunction on a homechoice device. The specific error or defect was not reported. Patient involvement is unknown; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events were related to the reported condition. An event history log was performed, with no evidence of related events that would indicate and/or contribute to the reported problem. Evaluation summary: the device was visually and functionally tested per product specifications. The reported condition could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.